Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flogard infusion pump with f-38 was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be a malfunction in the tube misloading detection circuitry-defective force sensing resistor (fsr) sensors in the pump head. The two fsrs in the pump head were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f38. This condition had the potential to interrupt delivery. This condition was found in the emergency room and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.